Manufacturer narrative:
Device evaluation is currently unavailable.

Event description:
As per a report we received from the factory in (B)(4) which was filed with the (B)(6): bowel grasper broken off inside patient whilst attempting to manipulate kidney into bag. Excessive force used breaking instrument. Staff noticed the break following a loud noise of the instrument snapping. The broken piece was retrieved from the abdominal cavity. However a swab was lost following this incident. Swab retrieved after approx 2 hours.